Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date for this complaint was reported incorrectly in the 3500a initial report. The actual awareness date was 5/10/2019. The actual due date for the report was 6/9/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/12/2019, it was erroneously omitted to report that the mentor failure analysis lab has received the device for evaluation on 5/10/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: a mentor memorygel xtra breast implant 470cc , catalog number thpx470, serial number (B)(4), lot number 7543768. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report contains supplemental information for mentor psr reference number ip-00511889. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel xtra breast implant 470cc and experienced capsular contracture baker grade iii on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2019. This report contains supplemental information for mentor psr reference number ip-00511889.